Event description:
Home pt developed peritonitis after infusing bag with particulate matter floating in bag. Pt hospitalized, had catheter removed and is being treated with hemodialysis therapy. Rn states that pt is elderly, lives alone and has very questionable technique.